Event description:
A patient in (B)(6) was undergoing crrt on a prisma machine with a prisma m100 set. Approximately 1.5 hours into treatment, the nurse observed an external blood leak at the area around the venous pod. Treatment was stopped and the patient had an estimated blood loss of 20 ml. The patient did not present with any clinical symptoms and no medical intervention was provided.

Manufacturer narrative:
The review of the prisma m100 pre set device history record and complaint history files for lot number 14d0206 shows that there is no manufacturing anomaly and no other complaints. The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. No leakage was reported during the priming and during the 1.5 hours of treatment prior the event. The exact root cause of the external blood leakage remains unknown.